Event description:
My daughter uses dexcom g7 to monitor her glucose. She has had multiple readings that were off-readings. As well as sensor failures. In the most recent failure, her level read as low as 40 and below. I asked my daughter if she felt low or shaky which she didn't. She went a long to do a finger stick which read 349. The inaccurate reading has happen multiple times that she can recall. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).